Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) via a consumer regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient's stimulation got really strong on them without any reason. The rep had the patient turn the stimulation down significantly as it was really strong. The patient stated that they didn't adjust it, it just got really high.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.